Event description:
Ous MDR - during implant of this device and the rv lead there were no issues. Overnight, pacing failures were observed. The device setting was 3.4v. The device was checked a couple hours later with a programmer and there were no issues when output was set at 1.5v. When output was set at 2.8v, pacing failure was sometimes observed. The physician suspected that this was a pacemaker failure but decided to replace the pacemaker and the rv lead, just in case.

Manufacturer narrative:
The lead and the pacemaker were returned and subjected to an analysis. Within the pacemaker analysis, the device was interrogated and the memory content was analyzed indicating no anomalies. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. The returned lead was subjected to a visual, mechanical and electrical analysis. In the course of the visual inspection the outer conductor coil was found slightly deformed 25 cm distal to the is-1 connector pin. Furthermore the inner coil was bent between the lead tip and the ring electrode. These damages most likely resulted from the explantation procedure. No further deviations were noted which might have contributed to the reported clinical observation. In particular the electrical analysis of the lead did not show any peculiarities. In conclusion, the lead and the pacemaker were fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.